Manufacturer narrative:
The device was received for evaluation. During functional testing, 'constant or intermittent door or door open alarm' was not reproduced. A review of the event history log found multiple "shut door - power off" messages as evidence for the customer-reported allegation of "constant or intermittent door or door open alarm" on cthe ustomer's reported event date. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The symptom was reported after the device had completed evaluation. Therefore the device was no longer in its received condition the evaluation for "constant or intermittent door or door open alarm" cannot be performed. The device in question will be repaired and tested prior to release to ensure the device meets all specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a constant or intermittent door or door open alarm in the maternity department. There was no patient involvement. No additional information is available.